Event description:
It was reported that the insulin pump alarmed button error. Customer stated that he had blood glucose readings of 383 mg/dl which is not usual for him, however has treated and feels ok. Customer's most recent blood glucose reading was 73 mg/dl. No further information reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Pump received with intermittent button response due to flattened act button dome switch. No button error alarm during testing. Pump passed the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No cosmetic damage noted.